Event description:
It was reported that the implantable neurostimulator (ins) was moving around in the pocket and took 'forever' to charge. It was noted that the patient had a fall in january and in (B)(6) 2012 where it was stated that they fell hard on the device and subsequently had a lot of discomfort. The patient stated that they had fallen on the device 'minimally' three times. It was reported that the patient had an 'indent' on their spine in the thoracic area where it appeared to be 'missing vertebrae.' The patient reported that the ins was 'not working right' and only felt a little stimulation in the lower back (target area) but also felt the stimulation 'shooting down my legs.' They did call their physician for an appointment for the issues and was told that the dr felt there was no reason that the patient needed to be seen at this point and recommended that only imaging was needed to check out the device system. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information received reported that the patient was last seen by her healthcare provider on (B)(6) 2012 and at that time the patient had said she had fallen and was in pain. X-rays were taken and the patient's doctor commented that there was good placement, good positioning, stable positioning, intact leads, and no fractures were noted. It was noted that everything looked good and was working as designed, and there was nothing noted about a lack of effect being related to the device or placement of the device or leads. It was reported that falls were not attributed to the device and there was nothing stating that the device was loose.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was later reported there was a loss of therapeutic effect. It was noted the patient fell in (B)(6), 'flat on their (B)(6)' and in (B)(6) the device did not seem to be working right and it hurt, felt like the patient had a 'hockey puck.' Patient went in for imaging because they had an 'indent' in upper spine toward shoulder blades in thoracic area. It was noted in the 'thoracic area a vertebra was poking in.' Patient stated the health care professional (hcp) said 'there was nothing they could do and everything looked normal.' It was also reported the implantable neurostimulator (ins) moved and change could be seen on the spine. The ins was 'floating around buttocks and patient fell on it.' The last time the patient charged was approximately one month prior and it took 4-6 hours. The patient last felt stimulation approximately two weeks prior. It was noted the patient was reprogrammed a few months after implant. It was also noted 'it was not a good surgery and the body did not respond well.' The body 'bloated up and first time programming was not quite out of anesthesia.' It was noted the trial worked 'beautifully.' The implant did work but the patient could not get it to go where they wanted it to go. The patient was not getting the relief they needed and the therapy never did completely what it needed to do. It was noted stimulation was turning off. It was stated the patient had not had the device turned on for two months. It was noted the patient had not seen the hcp since implant and never had the device checked. Patient noted they were able to get charge but had to move around to get charge because of where the device was positioned. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to manufacturer report # 3004209178-2012-10498 for report on lack of effect. On (B)(6) patient reported...